Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s11135 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 22/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with related complaint (B)(4). This is the same patient as previous reported under MDR # 1000306051-2024-00057. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device lot s10999-065 on (B)(6) 2011. The patient underwent an ¿exploratory laparotomy; reduction of incarcerated hernia with primary repair and enterolysis¿ on (B)(6) 2012. The patient next underwent an ¿exploratory laparotomy; extensive enterolysis; partial colectomy; mobilization of splenic flexure with colostomy; repair of recurrent incarcerated ventral hernia with 16 x 20 cm strattice mesh¿ on (B)(6) 2012. The patient was implanted with another strattice device on the same date. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffered from a wound infection.¿ patient ¿suffers from abdominal discomfort and tenderness.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves.]¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty exercising and roller skating.¿ patient ¿has difficulty participating in family outings and activities due to abdominal discomfort and tenderness such as lifting [their] grandchildren and participating in physical activities with them.¿ patient¿s ¿stomach is scarred and disfigured which causes [them] embarrassment.¿ patient ¿is fearful [they] will suffer another hernia in the future.¿ ¿these injuries contribute to [patient¿s] depression and anxiety.¿ the form lists the conditions that were treated were ¿ventral hernia repair with 10 x 16 cm strattice mesh; partial colectomy; abdominoplasty¿ on or about (B)(6) 2011. The patient also underwent ¿wound infection/wound care¿ between 2011 and 2012. The patient received a ¿CT scan: a loop of small bowel with proximal dilation and distal collapsed bowel exploratory laparotomy, reduction of incarcerated hernia with primary repair and enterolysis¿ on or about (B)(6) 2012. The patient also received a ¿CT: a large left abdominal wall hernia present measuring at least 17 x 13 cm containing small bowel. Appearance indicates small bowel incarceration and obstruction due to the hernia located left of umbilicus. Bowel distention and obstruction have worsened compared with previous exam (B)(6) 2012¿ on or about 26/dec/2012. Patient also underwent ¿exploratory laparotomy; extensive enterolysis; partial colectomy; mobilization of splenic flexure with colostomy; repair of recurrent incarcerated ventral hernia with 16 x 20 cm strattice mesh¿ on or about (B)(6) 2012. Patient also had treatment for ¿symptomatic cholecystitis and cholelithiasis laparoscopic cholecystectomy¿ on or about (B)(6) 2014. Patient also received a ¿CT abd/pel: left-sided spigelian hernia with mild stranding of the regional fat dilation of loops of bowel proximally, compatible with developing small bowel obstruction¿ between (B)(6) 2021. Patient received treatment for ¿increased abdominal pain with nausea and decreased ostomy output; transferred for sbo and hernia CT: some dilated small bowel with bowel loops in hernia¿ between (B)(6) 2021. Patient received a ¿CT ab/pel: stable left-sided spigelian hernia containing loops of small bowel. Inflammatory changes are present with dilated fluid-filled loops of small bowel proximally and within the hernia may be secondary to partial or developing obstruction¿ on or about 13/dec/2021. Patient also received a ¿CT ab/pel: there is a left abdominal wall hernia containing bowel; small bowel obstruction appears to have transition point at the left lower quadrant hernia containing bowel¿ on or about (B)(6) 2021. The patient received treatment for ¿increased abdominal pain with nausea and decreased ostomy output¿ on or about (B)(6) 2021. Patient received treatment ¿anxiety/depression¿ between approximately ¿2010/2011-2015.¿ the ppf form also indicates that the patient ¿recalls a hernia surgery with mesh in 2010 -product name and lot number unknown¿. The form indicates that this device has not been removed or revised.